Event description:
It was reported that the customer experienced a low blood glucose (bg) level (2.9 mmol/l). Carbohydrates were consumed to treat the bg. Troubleshooting indicated that the pump's total daily insulin and weight settings were programmed incorrectly. The customer acknowledged that the pump was functioning as intended.